Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt nauseous, lightheaded, fatigue, and almost fainted. During this time, her cgm was showing around 150 mg/dl, but when she did a bg test, it showed around 500 mg/dl. The patient decided to go to the emergency room (ER). No medications/treatment was taken prior to going to the ER. Upon arrival at the ER, her bg was test and showed high but she couldn't remember the exact value, while her cgm was still showing around 150 mg/dl. Doctor confirmed that she went dka due to dehydration. She was formally admitted and was given IV insulin, IV saline, IV potassium, oral electrolytes (unspecified dosages and frequencies). She stayed at the hospital for 2 days and was discharged on (B)(6) 2025, feeling fine with an unspecified normal glucose level. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values upon onset of symptoms fall within the c zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.